Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent a revision procedure wherein the ipg was replaced, and two new leads were added. The patient was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred six months ago.